Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the blood was clotted and couldn't be tested for blood gas analysis. This event occurred 1 time and no report of adverse or injury.

Manufacturer narrative:
H.6 investigation summary: material #: 364314, lot/batch #: 2077223. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to clotting as all samples met specifications. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ arterial blood collection syringe, the blood was clotted and couldn't be tested for blood gas analysis. This event occurred 1 time and no report of adverse or injury.